Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cgm alerts for expiring sensor were not audible although the cgm alerts were set to normal and hypo-repeat. There was no reported adverse impact to the customer. The sensor was replaced with a new sensor.